Manufacturer narrative:
Product complaint # (B)(4). Based on the analysis findings made available on 2/5/2018, this product event has been deemed MDR reportable. Procode: krd/hcg. Physical manufacturer name: (B)(4). Concomitant med products: deltaxsft10 (dlx100204, c40595), deltaxsft10 (dlx100254, c40597r, carnelian marvel microcatheter ((B)(4) products), & dcb02 detachment control box. Physical manufacturer name: (B)(4). Complaint conclusion: as reported by a healthcare professional, during a pre-tumor coil embolization of a left middle meningeal artery (mma) aneurysm, the physician attempted to deploy the deltaxsft10 2mm x 6 cm (dlx100206/c40691) and deltaxsft10 2 mm x 4 cm (dlx100204/c40595) thermo-mechanical coils in saline prior to inserting into the microcatheter; however, the coils came out of the side of the sheath instead of the tip. The coils were replaced with a deltaxsft10 2.5mm x 4 cm (dlx100254, c40597) thermo-mechanical coil. The coil was inserted into the microcatheter without any issue, but strong resistance was felt when the coil was placed. The coil was not able to be pushed or pulled. The coil was subsequently replaced with a galaxy coil. There was no report of patient injury. Due to these two events, the surgery was delayed a total of 40 minutes. The embolization was started for the nutrient vessels of the lt-mma. The patient¿s vessel was mildly torturous and not calcified. A carnelian marvel ((B)(4) products) microcatheter and dcb02 detachment control box were also used for this case. The products were stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. There was no damage noted to the coil or introducer. No unintended detachment was observed in the vessel or in the microcatheter. Reportedly, excessive force was not applied during preparation. No further information was provided. The deltaxsft10 2mm x 6cm (B)(4) was returned with its inner pouch. Labeling on the inner pouch matched the product documented in the complaint. The embolic coil was located in the translucent introducer sheath. Approximately 1 cm of the embolic coil was protruding from the skive of the translucent introducer sheath. There was a bend in the device positioning unit (dpu) core wire approximately 57 cm from the proximal end. The distal end of the green introducer was blocked. The ball tip was intact. The protruded section of embolic coil was kinked and stretched. The embolic coil was stretched between the protrusion and the articulating joint, and was folded over inside the translucent introducer sheath. The articulating joint was damaged. The condition of the resistance heating (rh) coil was obscured by the translucent introducer sheath. The v-notch of the resheathing tool was undamaged. The protrusion of the embolic coil prevented advancement out of the introducer, and so the rh coil could not be better visualized. Advancement could not be tested due to the protrusion of the embolic coil from the skive of the translucent introducer sheath. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the prescore is ruptured was confirmed. The embolic coil protruded from the skive of the translucent introducer sheath. The complaint that the device was impeded in the introducer was confirmed. The protrusion of the embolic coil and the damage to the embolic coil prevent the device from advancing or retracting through the translucent introducer sheath. It is likely that the resheathing tool was advanced over the embolic coil while unsheathing the device. The IFU instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing the embolic coil into the microcatheter, there is a risk that the embolic coil will be unsheathed and pass through the resheathing tool. This can cause damage to the embolic coil and can also cause it to protrude from the introducer. Application of excessive force, possibly in an attempt to free the embolic coil from its position anchored in the skive of the translucent introducer sheath, is the likely cause of the stretched and folded embolic coil between the protrusion and the articulating joint. While the exact cause of the event could not be definitively determined; there are circumstances of the procedure that may have contributed to the reported event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of three products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2018-00527, 3008114965-2018-00528, & 3008114965-2018-00529.

Event description:
As reported by a healthcare professional, during a pre-tumor coil embolization of a left middle meningeal artery (mma) aneurysm, the physician attempted to deploy the deltaxsft10 2mm x 6 cm (dlx100206/c40691) and deltaxsft10 2 mm x 4 cm (dlx100204/c40595) thermo-mechanical coils in saline prior to inserting into the microcatheter; however, the coils came out of the side of the sheath instead of the tip. The coils were replaced with a deltaxsft10 2.5mm x 4 cm (dlx100254, c40597) thermo-mechanical coil. The coil was inserted into the microcatheter without any issue, but strong resistance was felt when the coil was placed. The coil was not able to be pushed or pulled in the coil introducer. The coil was subsequently replaced with a galaxy coil. There was no report of patient injury. Due to these two events, the procedure was delayed 40 minutes. The embolization was started for the nutrient vessels of the lt-mma. The patient¿s vessel was mildly torturous and not calcified. A carnelian marvel ((B)(4) products) microcatheter and dcb02 detachment control box were also used for this procedure. The products were stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. No visible product damage was noted prior to the event. There was no damage noted to the coil or introducer. No unintended detachment was observed in the vessel or in the microcatheter. Reportedly, excessive force was not applied during preparation. The products will be returned investigation. No further information was provided.